Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the seldinger wire no longer had any strength/stiffness. The wire was unravelled. This was noticed when the catheter was removed, the catheter was already correctly in place." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and guide wire for evaluation. Visual examination revealed the guide wire was unraveled from the distal end. The point of separation on the core wire contained part of the distal weld, which confirms the wire broke directly at the weld. Microscopic examination confirmed both welds were spherical. The overall guide wire contained one kink. The total length of the core wire measured to be 351 mm which is within specifications of 345-355 mm per product drawing. This indicates that the entire wire was returned for evaluation. The outer diameter of the guide wire (measured in an undamaged location) measured to be 0.519 mm which is within specifications of 0.508-0.533 mm per product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed the proximal weld was fully intact. The sample was sent to manufacturing for analysis. They observed signs of welding on the core wire. Manufacturing stated that all wires undergo a manual pull test (100% inspection). The setup operator also checks the strength of the weld and measures the force of breaking (3 pieces from each shift). Based on this information, manufacturing concluded the root cause was most likely user error. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample and customer photo. The guide wire core wire was broken at the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the feedback from manufacturing and the customer report that the damage was observed during use, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the seldinger wire no longer had any strength/stiffness. The wire was unravelled. This was noticed when the catheter was removed, the catheter was already correctly in place.". No patient harm reported. The patient's condition is reported as fine.